Event description:
The customer reported that their (B) (4) flat panel monitor for the acuity central station is no longer working for an unk reason. This resulted in a temporary inability to centrally monitor patients. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device had been received, but add'l time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.